Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws peeled. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws peeled. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Small traces of blood were found on the handle of the harvesting tool. A visual inspection determined that the silicone insulation was not peeled away from the cold jaw support. Tissue and char buildup was observed on the jaws. The heater wire was flexed away from the hot jaw and was detached at the tip. But the wire remained in place at the base of the jaws. Based on the returned condition of the device the reported failure "peeled -jaws" was not confirmed, but was confirmed for analyzed failure mode "bent -wire". Specific actions for the failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws peeled. A replacement device was used to complete the procedure. The hospital did not report any patient effects.